Event description:
Patient was implanted with tibia ex nail and locking screws on an unknown date. Patient returned to the surgeon complaining that the screws were uncomfortable and irritating. Surgeon returned the patient to the or on (B)(6) 2012 and removed two (2) 4.0mm distal locking screws. The tibia nail was intact and remains implanted. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.